Event description:
In 2008, this patient presented with a ruptured abdominal aortic aneurysm and implanted with gore excluder aaa endoprostheses. At the end of the procedure it was discovered that the patient had compartment syndrome. A procedure was performed to remove the excess blood in the abdominal cavity. It was reported that the patient was not stable when taken into ICU post-operatively. The patient did not recover and expired in the next day.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. H6: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related devices implanted: pxc141200/06414189 and pxc161000/05892626.